Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9508-39 serial/batch number ar07770301 was received for investigation. Functional test with ar-9510rg-r, batch# 051549, found that the device and the matting work as required. Visual evaluation found heavy lines inside the diameter of the humeral cup, as well as many burrs were observed on the holes of the cup. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces applied during use.

Event description:
On 09/30/2022, it was reported by a sales representative via sems that the surgeon had difficulty inserting the ar-9508-39 reamer over the 135 +2 right reamer guide pin. When using the reamer on power, it appeared to catch and torque on the guide pin. A new tray was opened and another ar-9508-39 was used to complete the case. Post-surgery inspection appears to show some wear marks on the internal portion of the 39mm reamer.